Event description:
Oc underwent coronary angioplasty & stenting of the left anterior descending artery. A scimed nir was deployed to site of disease. The balloon was inflated to a peak of 13 atmospheres when balloon broke. The stent appeared to be expanding adequately. Subsequent angiography showed a successfully dilated stent but there was an intimal dissection which extended into the distal aspect of the left main coronary artery. Bypass surgery was performed successfully.